Event description:
In the cath lab while performing the pericardial fluid drainage patient initially became hemodynamically unstable and then code blue was called. Code blue was terminated as per family request and patient passed. Post-procedure, guidewire from pericardiocentesis kit was found to be sheared.